Event description:
It was reported that after an ion lung biopsy procedure the patient experienced bleeding. The target nodule was 13 mm in size, located in the right middle lobe close to a fissure and 1 mm from the pleura. The patient was not on any anticoagulants or antiplatelets. The ion portion of the procedure was completed as planned with no delays, but when the physician performed a bronchoalveolar lavage, severe bleeding was observed. The physician believed the cause of the bleeding was possibly crossing a vein with cryoprobe. The physician was able to gather biopsy samples and make a diagnosis. The estimated blood loss was 120 mls. The bleeding was controlled with epinephrine and tranexamic acid injections, cold saline, and temporary placement of a balloon blocker placed peripherally, close to the bleeding site. The patient underwent a chest computed tomography (CT) scan and then was transferred to the intensive care unit for observation intubated with the bronchial blocker in place for 12 hours for extra caution. The patient was extubated to room air with no symptoms related to the event and stayed one extra day due to complication of underlying dementia, agitation, and confusion. Per the physician, the ion system did not exhibit any issues or unexpected behaviors that may have contributed to the event. The physician thought that the bleeding event could have potentially occurred via another biopsy modality.

Manufacturer narrative:
There was no allegation that a malfunction of an ion system, instrument, or accessory occurred. A review of the system logs for the reported procedure date showed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported event. A review of the event was conducted by an intuitive surgical, inc. (Isi) medical officer and the following additional information was provided: "a 79-year-old patient underwent an ion lung biopsy of a right middle lobe lesion. Biopsies were obtained including with a cryoprobe followed by a bal. Bleeding was noted when bal was performed. An endobronchial balloon blocker was placed for hemostasis along with cold saline, epinephrine and tranexamic acid. The patient was transferred to the ICU for ongoing management for 12 hours. The patient was then successfully liberated from mechanical ventilation to room air with no sequelae. The hospitalization was extended an extra day due to issues associated with dementia, agitation and confusion. The was no malfunction of the ion system, instruments, or accessories. Based on the available data the events were likely procedure related and not device related. Bronchoscopy is a minimally invasive procedure with a low risk profile. A retrospective study of 20,986 bronchoscopies reported 21 episodes of hemoptysis of > 50 ml (0.38%) and 19 episodes < 50 ml (0.34%). A prospective multicenter international study of 1,215 navigational bronchoscopy cases reported a bleeding rate of 2.5% overall and a ctcae grade 2 or greater bleeding rate of 1.5%. A single center retrospective review of 19,017 bronchoscopic biopsies reported a severe bleeding rate of 0.79% with a higher rate in more central lesions. A recent meta-analysis of navigational bronchoscopy in 10,381 patients reported an overall adverse event rate of 5.6% with 1 death. Bleeding of any severity was reported in 2.1% of all cases. There is no allegation that a malfunction of the ion system, instrument, or accessory occurred. There is no evidence the event was device related." Folch ee, pritchett ma, nead ma, et al. Electromagnetic navigation bronchoscopy for peripheral pulmonary lesions: one-year results of the prospective, multicenter navigate study. Journal of thoracic oncology. 2019. Facciolongo n, patelli m, gasparini s, et al. Incidence of complications in bronchoscopy. Multicentre prospective study of 20,986 bronchoscopies. Monaldi archives for chest disease. 2009. Kops sep, heus p, korevaar da, et al. Diagnostic yield and safety of navigation bronchoscopy: a systematic review and meta-analysis. Lung cancer. 2023.